Manufacturer narrative:
An evaluation of the device could not be performed because the device was not returned. Device history record review was not possible because the lot number was not provided. However, following the description of the event, this issue is probably due to the contact of the hook coating with the high temperature of the scalpel. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of the monopolar hook (unknown product ID) could be removed and changed when damaged. During an unspecified case in general & digestive surgery department, the tips were new and they melted in the patient's stomach when they were in contact with the heat of scalpel. Small plastic parts were scattered in the patient's stomach, and each part was removed with the forceps. Additional information received indicates that the event led to increase significantly the surgery time but they did not know for how long. There were no further consequences for the patient except the increase of surgery time.